Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was only able to be interrogated by inductive telemetry and not rf telemetry. Another programmer and rf wand were used, but the issue still remained. No action was performed since the patient was able to transmit from home via rf monitor the next day.